Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was hospitalized due to high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) and ketones (levels unknown) while wearing the pod on the abdomen. The patient stated that she takes ibuprofen for pain due to a previous injury on her elbows and this may have contributed to the high readings. At the hospital, the patient was placed on an intravenous (IV) drip solution (name unspecified) to stabilize her glucose levels. No other information was provided on this event.